Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 08jul2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 2 colony forming units(cfu) as comprising of the following 2 isolates: 1 - negative rods - bacillus oleivorans, 2 - positive cocci - staphylococcus aureus, study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 10jul2019. The duodenoscope was inspected by pentax medical service on 12jul2019. Inspection findings included the following: distal cap - fixed type failed epoxy seal integrity inspection, distal cap/ case cracked, passed wet leak test, passed dry leak test. Additional inspections were performed on 19jul2019. Inspection findings included the following: bending rubber pinhole, failed wet leak test. Repairs were performed on the duodenoscope which included replacement of the following components: o-ring(0.5x1.3), distal case/cap, bending rubber, distal case/cap, the duodenoscope is currently pending resampling.